Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. A review of the device memory indicated that the impedance trend on the rv (right ventricular) pacing lead was rising. Right ventricular pace impedance relatively steady at approximately 807 ohms through (B)(6) 2015, then slowly rises to 1000 ohms between (B)(6) 2015 and (B)(6) 2016. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance. The lead had been trending at approximately 850 ohms and triggered the alert for 1000 ohms. The device alert parameters were increased to 1500 ohms and the lead remains in use and will be re-evaluated in 1-2 weeks. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.